Event description:
It was reported during in clinic follow up that patient presented with dizziness. The atrial lead exhibited oversensing due to noise, and pacing was inhibited. Programming changes were unsuccessful. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.